Event description:
A surgical technician reported a shunt was implanted on (B)(6) 2010, and was working fine. He stated nine days postop, the shunt stopped draining. He noted the doctor attempted to flush the shunt, but it still would not drain. He reported on (B)(6) 2010, the shunt was explanted and a trabeculectomy was performed. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one similar complaint reported in the lot number. Additional information was requested via mail on 12/09/2010; via fax on 12/09/2010, and via phone on 12/02/2010 and 12/14/2010. At this time, additional information has not been received. (B)(4).